Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing syncope and asystole. It was reported that the right ventricular (rv) lead had unstable thresholds, was not pacing and showed intermittent capture. The rv lead was reprogrammed, explanted and subsequently replaced. No further patient complications have been reported as a result of this event.